Event description:
It was reported that, during a cori tka procedure, after planning and execution of femur cuts, they clicked on tibia to switch to tibia prep and received the error "bone model generation error". They collected more points on the tibia (painted a very small blue piece of tibia) and attempt to advance back to tibia cut screen, but received the same error. Upon going back to tibia free collection, they noticed another small piece of blue that was not previously seen because of how the tibia was rotated on the screen. Upon adding points to this additional blue location, they were able to proceed with the operation with a delay of fewer than 30 minutes. No other complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. Screenshots of the case were provided and were reviewed to confirm the warning message upon entering the tibia bone removal stage: ¿bone model generation error¿. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. As part of corrective actions, this issue has been corrected and released in cori-v1.4.3 software.